Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump is cracked at the reservoir compartment, the drive support cap is protruded, the act button is sticking and the down arrow button is faded. Blood glucose was 13.6 mmol/l. Mother stated that the insulin pump may have been bumped as the customer is a dancer. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and was not replaced.